Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that approximately four years post port implant during infusion of heparin/saline, there was an alleged subcutaneous leak . It was further reported that an x-ray allegedly demonstrated a fracture approximately three centimeters from the insertion site. Reportedly, the distal catheter segment and port body were removed. There was no reported patient injury.

Event description:
It was reported that approximately four years post port implant during infusion of heparin/saline, there was an alleged subcutaneous leak . It was further reported that an x-ray allegedly demonstrated a fracture approximately three centimeters from the insertion site. Reportedly, the distal catheter segment and port body were removed. There was no reported patient injury.

Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport MRI isp with 8fr groshong catheter was returned for evaluation. Visual inspection noted a complete circumferential break at the 8 cm depth marker. Microscopic evaluation noted that both sides of the break were characterized by all of the surface being smooth and the other half being rough and granular. Therefore, the investigation is unconfirmed for the alleged subcutaneous leak and confirmed for a subcutaneous break without embolism. The half smooth surface of the break suggests that the root cause is likely flexural fatigue, however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.